Event description:
It was reported that this implantable pacemaker recorded an alert due to atrial intrinsic amplitude out of range. Atrial undersensing was observed in the stored right atrial automatic threshold electrograms (egms). The rest of the measurements remain stable. In-office assessment of the programmed parameters was recommended. The device remains in service. No adverse patient effects were reported.